Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2023, it was reported that the patient¿s cgm was reading 300 mg/dl and the bg meter reading was higher than the cgm, but the specific value could not be recalled. The patient's husband brought her to the ER. The patient was then transferred to another facility via ambulance. There were no details about the patient¿s treatment while at the hospital. Attempts to reach the patient for further event details were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.